Manufacturer narrative:
Product analysis: analysis confirmed that the stylus did not align with the cursor on the screen. It was also found that the power cord bay was broken, and the programmer failed the audio loopback test. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus would not activate any part of the screen. Calibration was attempted, as was replacing the stylus, but no selections could be made. The programmer was returned for service. There was no patient involvement.